Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: after a battery was inserted into the pump, the pump was found to produce no power. The audio bolus button complaint regarding the responsiveness of the button could not be investigated due to lack of power. Unrelated to the complaint, a battery compartment leak was found, with moisture observed in the battery compartment but not inside the pump. The power issue is reported in a separate complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audio bolus button was under responsive and moisture was evident in the battery compartment and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.